Event description:
Procedure: radiofrequency ablation. Reportedly, the cool-tip rf electrode needle was used along with the pad for the surgery. The report received states the patient sustained a 3rd degree burn after the procedure. The skin was treated for the burn.

Manufacturer narrative:
Attempts have been made to ascertain additional information about the incident. The file will be updated as soon as additional information is received.